Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04399. It was reported that balloon deflation issue occurred and removal difficulties were encountered. A 3.00 x 16mm synergy ii drug-eluting stent (des) was noted to have a shaft break. Another 3.50 x 16mm synergy ii des was advanced for treatment. After stent deployment, they tried to pull the balloon back into the guide but removal difficulty was encountered. It was noted that the balloon would not deflate and the balloon was deformed. The deflator was taken off, emptied of air, and placed back on but the balloon still did not deflate. They ended up having to pull everything out as a unit. No patient complications were reported.

Event description:
Same case as MDR ID# 2134265-2018-04399. It was reported that balloon deflation issue occurred and removal difficulties were encountered. A 3.00 x 16mm synergy ii drug-eluting stent (des) was noted to have a shaft break. Another 3.50 x 16mm synergy ii des was advanced for treatment. After stent deployment, they tried to pull the balloon back into the guide but removal difficulty was encountered. It was noted that the balloon would not deflate and the balloon was deformed. The deflator was taken off, emptied of air, and placed back on but the balloon still did not deflate. They ended up having to pull everything out as a unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The sds was returned in a 0.071'' guide catheter. Two 0.014'' guide wires were also present in the guide catheter. There was a kink in the guide catheter 400 mm from the distal end of the hub. The stent was not returned as it was deployed during the procedure. The distal end of the balloon appeared bunched. Balloon appeared to have been subjected to positive pressure. The balloon was inflated and deflated to remove it from the guide catheter. The sds was withdrawn from the guide catheter without issue. There was a guidewire wrapped around the port bond and a second guide wire inserted in the wire exchange port. The device was soaked in water bath to remove the guidewire from the exchange port. It was not possible to remove the guidewire from the exchange port or insert a guidewire into the device due to the shaft polymer extrusion damage and resistance met proximal to the distal tip. The device was inflated to rbp. The device inflated without issue and deflated within the specified deflation time. The inflation device was verified before and after use with a calibrated pressure gauge. The proximal bond was measured using laser mike and measured within the specification. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed stretching and bunching in the inner shaft polymer extrusion just distal to the bi-component bond. There was narrowing/stretching was noted at the port bond. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).